Manufacturer narrative:
D5 operator of device, corrected data: initial report inadvertently reported the operator of device as lay user/patient and should have been health professional.

Event description:
It was reported that 10 days after the patient had the vns replaced, the patient had the generator explanted due to infection at the generator site. Device history record was reviewed for the generator. The generator was sterilized prior to distribution and passed all quality control measures. Product return and device evaluation is not necessary as the reported infection is not related to the functionality or delivery of therapy of the device.

Event description:
Information was received that the lead was also explanted due to infection. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.